Event description:
The customer reported an uncontained fluid leak of approximately two (2) ml from the coulter lh 500 hematology analyzer probe wipe. The leak consisted of diluted blood. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a hole in black stripe tubing on pinch valve (pv42). The fse replaced the tubing and the leak was resolved. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).